Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had the 97715 scs system explanted and wants to donate/send back the external equipment. Caller was pt's caregiver and did not have the serial numbers. Reasons for explant was unknown. No device or therapy allegation was made on the call.